Manufacturer narrative:
Date rec'd by MFR: 28jul2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. When the oxygen concentration was set to 60%, it measured 66%. The service technician replaced the flow sensor assembly and the issue was resolved. The service technician also replaced the battery, filters and cooling fan as a preventative measure, although no other abnormalities were found. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 02sep2019. The gas delivery system (gds) was returned for failure analysis. A visual inspection revealed that the u1 component cracked in half. During testing, it was determined that the u1 on the air flow sensor board was defective and caused the air and oxygen flow accuracy failure. The damage to the u1 component generated a watchdog test failure. The crack likely occurred during or after repair to the gds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019; date of report:18jun2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.